Event description:
A customer reported that the surgeon was experiencing air bubble issues while int eh vitrectomy mode during three cases. The procedure were completed with no harm to the pts. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).